Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, cyst removal, uterine bleeding, post coital bleeding and hemorrhoidectomy. Pathology report: material ID's tissues: 1. Uterus, w or w/o tubes & ovaries-not neoplastic or prolapse - uterus, cervix, bilateral fallopian tubes diagnosis uterus and cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterus and cervix (150 grams): proliferative endometrium. Minimal superficial adenomyosis. Benign endometrial polyp. Multiple submucosal and intramural leiomyomata without any atypia. Mild chronic cervicitis. No evidence of malignancy or hyperplasia or dysplasia. Fallopian tube, right, salpingectomy: no evidence of malignancy. Fallopian tube, left, salpingectomy: no evidence of malignancy. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included morbid obesity, colonic polyp, hypertension and gastrooesophageal reflux. Concomitant products included amlodipine besilate (norvasc), medroxyprogesterone acetate (depo-provera) and omeprazole (prilosec). In april 2013, the patient had essure inserted. In september 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia(painful sexual intercourse),"). In october 2013, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/heavy bleeding/passing little clots"), vaginal discharge ("vaginal discharge") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and was found to have the first episode of weight increased ("weight gain"). In january 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"). In february 2014, the patient experienced alopecia ("hair loss"). In september 2015, the patient was found to have uterine leiomyoma ("fibroid"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), uterovaginal prolapse ("uterovaginal prolapse"), enterocele ("rectal enterocele") and abdominal pain ("abdominal pain") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side), laparoscopic uterosacral colpopexy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, the last episode of weight increased, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia, vaginal infection, migraine, uterovaginal prolapse, enterocele, uterine leiomyoma, vaginal discharge, dysfunctional uterine bleeding and abdominal pain outcome was unknown, the fatigue and headache was resolving and the menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, enterocele, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine leiomyoma, uterovaginal prolapse, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion on (B)(6) 2013. 1 on left cornua and 4 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, vaginal discharge, pelvic pain, vaginal haemorrhage, menorrhagia, uterovaginal prolapse, enterocele, dysfunctional uterine bleeding, uterine leiomyoma most recent follow-up information incorporated above includes: on 20-nov-2018: pfs+mr received- event abnormal bleeding updated to abnormal bleeding(menorrhagia), abnormal bleeding(vaginal). New event bladder problem, urinary problem, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), hair loss, vaginal infection, headaches, migraines, uterovaginal prolapse, rectal enterocele, fibroid, vaginal discharge, weight gain, dysfunctional uterine bleeding, abdominal pain were added. New reporter, patient information, concomitant and historical drug, medical history and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain lower ("cramping") and weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, abdominal pain lower and weight increased outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.